Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was frozen and time did not advance. The customer¿s blood glucose level was 228 mg/dl at the time of the incident. The customer also reported that the buttons were not responding at the time of alarm. Customer reported that the frozen display was recurred after 2 hours. The customer was assisted with troubleshooting. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to power connector not plugged in properly. Unable to verify time/clock anomaly due to blank display. All the buttons functioned properly and no frozen display or moisture damage on keypad traces. Keypad connector was fully locked.